Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2009. Patient was revised on (B)(6) 2010, due to infection. The modular head and liner were explanted and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification indicates devices were sterilized in accordance with biomet procedures. (B)(4).